Manufacturer narrative:
Evaluation of the device was not performed; the device was not returned for analysis.

Event description:
The customer reported that the device was overheating prior to use. There was no patient involvement.

Manufacturer narrative:
Analysis of the microdebrider (hp-20009) found that the motor was corroded. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been returned. The product analysis is not yet complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicating the device took one minute to heat up, the use of the handpiece was discontinued due to the heat and the procedure was completed with another device.